Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 544 mg/dl , 473 mg/dl at the time of incident and current blood glucose was 169 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with injection. Customer will not be returned device for analysis.

Manufacturer narrative:
Device was received with the operating currents within specifications. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was received with minor scratched lcd window and scratched reservoir tube window. (B)(4).